Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer was able to load a new cartridge. The customer's blood glucose (bg) level was 190 mg/dl. The customer delivered a bolus via the pump.